Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional xience xpedition are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid circumflex. A 3.5 x 38 mm xience xpedition stent was deployed at 12 atmospheres successfully in the mid cx across the obtuse marginal side branch without issue. After placement of the stent the decision was made to also treat the side branch as well with a 2.5 x 38 mm xience xpedition stent; however, it was stated that the stent implant stuck in the previously deployed stent and was unable to be pulled back. During the attempts to pull back, the shaft of the delivery system separated leaving the distal end of the shaft with the stent on the balloon trapped in the artery. As the patient was stable at this point no attempts were made to remove the separated shaft and the decision was made to send the patient for surgery at another hospital to have the distal shaft removed. The patient was kept on ticagrilor and heparin. During the surgical procedure the distal shaft with the 2.5 x 38 mm stent were removed followed by coronary artery bypass. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, a cine cd of the event was received and was reviewed by an abbott clinical specialist, who concluded that the images confirm the reported issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.